Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a primary infusion of ns programmed to infuse at 250ml/h and a secondary of cefepime to infuse at 25ml/h was noted to be disconnected from the chamber and started to leak. Further inspection identified a loose connection between the line and the drip chamber of the primary infusion. There was no patient harm.